Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The cable connectors on the charger pcb and cap module were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and intermittent functionality. No patient serious injury or death was reported related to this event.